Event description:
Additional information was provided that the inflammation is improving and is calm. Although the initial information is unknown, the inflammation disappeared by subconjunctival injection of antibacterial and steroid eye drops. Initially, the information was provided of suspecting aseptic endophthalmitis, however, at this time, the doctor denies aseptic endophthalmitis due to the response to antibacterial eye drops. The diagnosis has been corrected to bacterial infection. The doctor suggest the inflammation/infection was due to the patient¿s inadequate postoperative management. (It seems that the patient had touched his eyes after surgery.)

Manufacturer narrative:
Evaluation summary: a customer reported postoperative axenic endophthalmitis in a patient eye after shunt implantation. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. The root cause will be reassessed if a sample will be sent for investigation. Additional information has been requested. (B)(4).

Event description:
A doctor reported postoperative axenic endophthalmitis was confirmed in an eye following a glaucoma filtering device implant procedure. Hypotony was confirmed and the eye was then re-sutured. The device remains implanted. The vision has not improved.